Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue with the battery compartment. Reportedly, there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - submission date 06/02/2015; the incident description incorrectly stated that there was no evidence moisture or corrosion in the pump. It was reported that moisture was observed in the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 07/12/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing with moisture intrusion issue was verified. Moisture intrusion was evident inside the battery compartment. Battery compartment cracks were observed in the threads area and in the case seal. A leak test showed a leak where the cracks were located. Using returned battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Pump casing was opened and no additional evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, the display was found to have a pinkish contrast.